Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and there was a crack on the reservoir. The customer¿s blood glucose level was 400 mg/dl and was treated with insulin pump. Customer states the insulin pump has cosmetic damage. The customer also reported that the reservoir lip ring was damaged. The customer reported that the reservoir was unable to lock in place when inserted into insulin pump. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.